Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the connections to the electromagnetic controller were checked and re-seated additionally and that the issue could not be replicated when powered on for 30-45 minutes. The system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed that the emitter faulted in the middle of the procedure. It was reported that the tracking details were opened and the navigation system then re-initialized the emitter and the site could continue with the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, the ndi toolbox was checked and the polaris spectra system control unit (scu) did not appear under "connect to" when attempting to check the scu event logs. It was later reported that the issue occurred twice during the procedure.

Manufacturer narrative:
Analysis if the returned em controller, model# 9735827, lot# 603001639, found no fault. The controller unit was connected to a test system for a multi-day test. The system remained functional with no failures. The reported fault could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated troubleshooting included reseating connections to the em controller. The system was on for approximately 30-45 minutes, but the issue was not able to be replicated. Em controller replacement occurred on (B)(6) 2019 and the system was tested with no issue. However, there was reoccurrence of the emitter fault (B)(4). A replacement emitter was sent under that event. No further information was available. No complications were reported/anticipated.